Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37751, serial# (B)(4); product type recharger product ID neu_ins_stimulator, serial# unknown; product type implantable neurostimulator product ID neu_unknown_lead, serial# unknown; product type lead product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the stimulator revealed that the parity por bit had not been reset. The ins was received still in the unopened shrink wrapped box. The ins had telemetry and the service life had not been started. Diagnostic data was taken from the ins using the rx1 lab programmer. The data indicated that the battery voltage was at 3.760 volts, the overdischarge count was 0, and the clock had not reset to default indicating that an overdischarge had not occurred. It was noted in the data that a parity por had occurred on (B)(6) 2014 which is the day that a complaint related to telemetry issues was reported. The parity por count was 4. This indicates that a recharger and/or programmer had communicated with the ins 4 times after a parity por had occurred and prior to it being cleared. The firmware in the ins was designed so that if a parity error is recorded in the log, then a por will take place and the customer will be informed via the physician programmer, patient programmer, or recharger. Until the parity por is cleared, the firmware in the ins assumes another parity por has occurred and will continually inform the customer that a por has occurred. This issue will occur whenever a parity por is the last por logged in the ins. The ins passed functional testing and recharged normally.

Event description:
It was reported, there were telemetry issues. The implantable neurostimulator (ins) was in overdischarge and was still in the box, br and new. The use by date was (B)(6) 2014. The manufacturing representative couldn¿t get communication with it. It was in overdischarge and he would have to ¿jump start¿ it. The ins was sent back for analysis.